Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported that: "for an olecranon fracture + radial head fracture, articular and comminuted, during the screwing of the cortical screw 2.8mm, length 18, the screw head broke off. Screw body left in place in the bone, without the head, patient notified."